Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: fail, found loss of connection. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter. The reported event of loss of connection was confirmed. The root cause could not be determined.